Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: a materials analysis report revealed a fracture mode of torsional ductile overload. The hardness and material were in accordance with the print. Conclusion: the root cause of the tip fracture was a cantilever load applied during screw insertion as per the report that the driver was not fully seated into the screw head during installation of the draw rod, as identified in the surgical technique.

Event description:
It was reported that the tip of the aviator quick turn screwdriver broke off. It seemed like the draw rod was not fully engaged with the screw head so it compromised the strength.

Event description:
It was reported that the tip of the aviator quick turn screwdriver broke off. It seemed like the draw rod was not fully engaged with the screw head so it compromised the strength.